Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. However, the exact value was not provided. At the time of report, the customer's bg level was 218 mg/dl. The bg level was address with a bolus via the pump and a manual injection. The cause of the bg level was unknown and the customer declined troubleshooting with tandem's technical support.